Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed both a red alert and a bd message alert, indicative of a potential premature battery depletion (pbd), as it decreased to 7%. A request was made to have data from this device analyzed. Device replacement was recommended. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed both a red alert and a bd message alert, indicative of a potential premature battery depletion (pbd), as it decreased to 7%. A request was made to have data from this device analyzed. Device replacement was recommended. The device was explanted and replaced. No additional adverse patient effects were reported.